Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the lot was built / packaged on afa line 12 from 19april2018 thru 22april2018. Review disclosed one non-related qn ((B)(4), cooling water oos) was initiated during the build of this lot, disposition, corrective action and root cause were applied per quality control plan all other challenge, set-up and in process samples were performed and all passed per specifications. Received a total of (B)(4) units of which (B)(4) were unused, within sealed packages and with all their contents intact. The remainder unit consisted of a used needle-barrel assembly and a needle cover received within an open package. Visual/microscopic evaluation: used unit: observed the white button was fully pressed with the needle on the out position. No damage or adhesive was observed on the button or the hub. Observed there was a spring coil bound to the hub preventing full retraction. Unused units: no physical-mechanical damage was observed on any of the components of the representative units received. Functional test was performed and all units were successfully retracted. Manufacturing: the failure observed on the used unit received was manufacturing related and was created as the springs are being compressed into the hub.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.